Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The investigator noted a damaged enclosure, front cover, tank cover, and line cord. The customer reported product problem was confirmed during testing. The tank cover was leaking due to cracks. The tank cover, damaged enclosure, front cover, faulty heater, and faded line cord were all replaced. Preventative maintenance was performed on the device. The device subsequently passed all functional tests. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the device was leaking. No patient injury or complications were reported in relation to this event.